Event description:
It was reported by service report that the footboard outer shell is broken with sharp edges and has the potential for fluid ingress. The foot board is not useable. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results code: footboard.